Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "[device has] brown foreign matter attached to it".

Event description:
Healthcare professional reported "[device has] brown foreign matter attached to it." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ foreign material: observed particle inside package, the particle was sent for chemical analysis, and it was determined that it is made of silicone, therefore, it is within specification. No additional observations are observed; therefore, no further actions are required.

Event description:
Healthcare professional reported "[device has] brown foreign matter attached to it." Device was not implanted.